Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It was reported that a screw was noted to be missing from a shoulder arthroplasty instrument after surgery. A post-operative x-ray confirmed the patient had retained the screw. Subsequently, the patient underwent an addtional medical procedure to remove the screw.

Manufacturer narrative:
This report is being amended to reflect changes in sections g4, g7, h2, h3, h6 and h10. Only the cut guide template body was returned. As returned, the device is missing the spring plunger and exhibits wear & tear that indicates extensive use while in the field. Device history records cannot be reviewed since the lot number is unknown. Manufacturing date and field age of the instrument cannot be determined since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. Bigliani/flatow surgical technique states, "note: the set screw in the guide is not to be advanced or retracted." Loosening of ball plunger by the surgeon likely caused this event.

Manufacturer narrative:
Only the cut guide template body was returned. As returned, the device is missing the spring plunger and exhibits wear and tear that indicates extensive use while in the field. Device history records cannot be reviewed since the lot number is unknown. Manufacturing date and field age of the instrument cannot be determined since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. Bigliani/flatow surgical technique states, "note: the set screw in the guide is not to be advanced or retracted." Loosening of ball plunger by the surgeon likely caused this event.